Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor electrode fractured while in the body. Customer did not receive medical treatment as a result of the consumable fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found checked for broken or missing parts and none were found sensor passed per specifications. Unable to confirm insertion/needle anomalies due to customer did not return insertion needle. (B)(4).